Event description:
Reportedly, several oversensing episodes have been recorded in the ICD memories, revealing one inappropriate shock. The user would like to know if a lead dysfunction is suspected so that he can make a decision for this young patient.